Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. In early february, the patient¿s dexcom app alerted to an estimated glucose value (egv) of 73 mg/dl. She drank juice and went back to sleep. Later, her egv decreased slightly, prompting her to drink more juice and eat candy. The cgm continued to display low readings, although she did not experience any symptoms of hypoglycemia. She contacted a 24/7 physician line and was advised to perform a fingerstick blood glucose check, which showed a value over 600 mg/dl. The patient called 911 and was transported to the hospital. Upon arrival, her fingerstick bg remained elevated, and she received treatment with IV fluids and insulin. She remained in the emergency department for less than 12 hours and was discharged feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.